Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number# 3006705815-2019-02703, related manufacturer reference number# 3006705815-2019-02704, related manufacturer reference number# 1627487-2019-08210, related manufacturer reference number# 1627487-2019-08211. It was reported the patient experienced an infection located at the ipg site. In turn, the physician assumed the infection migrated north of the ipg. As a result, the patient underwent surgical intervention wherein the scs system was explanted which resolved the issue. It is unknown which device is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.